Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler and found cracks in the display bezel and the rear panel. There were no visual indication of particulates within the cassette area. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The post accelerated stress test (ast) 2 hour 15 min 8500 ml simulated treatment was performed and failed due to a (dc drain complication encountered) alarm in drain 1. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were visual indications of dried fluid found on the base plate adjacent to the I/o board, on the bottom cover adjacent to the front panel assembly, under pump ¿a¿ and ¿b¿ mushroom head, and within the recess of the bottom cover adjacent to the pump during an internal inspection of the cycler. Fluid was found in the hp3 filter during the inspection. The cause of the observed dried fluid and fluid could not be determined. The hp3 filter was replaced with a clean filter. A second post-ast simulated treatment was performed and completed without alarms or failures. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving a make sure heater bag is on heater tray alarm during fill 1 of 6 of treatment prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid did come in contact with cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation, however, the old cycler is available to be picked up and returned.